Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the implant depletes faster. At first pt said the implant was not charging all the way up because after a while during the day their leg started pulling like it was not getting enough charge. Pt would go and check the battery level and the implant battery was down. Pt then confirmed the implant charged to full but they noticed when they charged before they go to bed, by the time patient woke up in the morning the implant was down to 40% and pt had to recharge it again. Pt started noticing it they think on friday but then it started irritating more where pt would charge the implant and then it went down where patient would feel a tug on them where patient could hardly move their leg. Patient did not make any changes to programming since implanted. Reviewed implant depletion rate depends on settings and usage. Redirected to hcp.